Manufacturer narrative:
This report is submitted on march 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017 due to pain with device use. The patient was re-implanted with a new device during the same surgery.